Manufacturer narrative:
The inulin pump passed displacement test, rewind, basic occlusion test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime test due to faulty force sensor system. Unable to perform occlusion test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. Motor passed the motor test. Pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 340 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.